Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 59171ud02. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. There is no increase in complaint activity for the issue. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 59171ud02 was identified.

Event description:
The customer reported a false positive architect total b-hcg result generated on the architect i2000sr analzyer. The initial result was 803.57 miu/ml, and the retest result was < 1.2 miu/ml (reference range: non-pregnant individuals: < 5 miu/ml). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result generated on the architect i2000sr analzyer. The initial result was 803.57 miu/ml, and the retest result was < 1.2 miu/ml (reference range: non-pregnant individuals: < 5 miu/ml). There was no impact to patient management reported.